Manufacturer narrative:
A field service engineer (fse) was dispatched and found that syringe valve locked up. The valve was jammed onto valve assembly and fse could not remove it. The fse removed the entire assembly and removed the valve which was replaced with new valve.hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that the reagent syringe on immage 800 immunochemistry system is leaking fluid and that the customer was unable to stop the leakage. No injury has been reported in connection with this event.